Event description:
During deployment of device into fallopian tube, device malfunctioned and would not deploy properly. While trying to remove device, it broke and imbedded itself into the fallopian tube. When the piece was finally removed, some tissue was torn. No harm to the patient.